Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and the device alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the motor tested ok. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed during prime, but currently the device seems to be working. It was stated that the customer did not know how to treat with manual daily injections and now she has had a baby. Advised the caller to contact a medical facility for assistance if needed. No further information was provided.